Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. H9: z-0955-2020. (B)(4). S/w 2.8c. The insulin pump did not have a battery installed when received. Insulin pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the dat test at 0.08700 inches. Insulin pump uploaded properly using carelink. Insulin pump had scratched case, pillowing keypad overlay and cracked retainer. Data analysis: (date of customer passing: (B)(6) 2018.) (B)(6) 2018 daily total of all insulin delivered = 11.725, (B)(6) 2018 daily total of all insulin delivered = 17.225, (B)(6) 2018 daily total of all insulin delivered = 10.225, (B)(6) 2018 daily total of all insulin delivered = 11.225, (B)(6) 2018 daily total of all insulin delivered = 11.225, (B)(6) 2018 daily total of all insulin delivered = 11.225, (B)(6) 2018 daily total of all insulin delivered = 9.225.

Event description:
Complaints text (B)(6) 2019 07:55:28 flamev1 initial notes: original call taken (B)(6) 2019 2:43 p by huletk2 inquired what led up to the complaint. Customer response: review of call to complete deceased report deceased reporting per (B)(4). First and last name of person reporting event: (B)(6). Best phone number to reach person reporting event: (B)(6). Relationship of person reporting event to the deceased: wife. Reporting party is aware of the deceased event details. Date of customer passing: (B)(6) 2018. Cause of customer passing as indicated by reporting party: als. Location of customer¿s passing: home. Date customer was admitted to hospital, emergency room or hospice (if known): was not in hospital. Bg at time of admission to hospital, hospice and/or emergency room, (if known): was not in hospital . Does reporting party indicate other health issues or illness that may have contributed or led up to passing? Als. Does reporting party recall the initial onset or timeframe of health issue or illness? 23 months. Was pump worn at the time of passing? Yes. Pump material number: mmt-1715k. Pump serial number: (B)(4). Infusion set material number: does not known. Infusion set lot/batch: does not known. Reservoir material number: does not known. Reservoir lot/batch: does not known. Name of glucometer being worn or used (ascensia, lifescan, etc.): ascencia. Was medtronic cgm included in diabetes therapy? No. Customer's outcome pertaining to the complaint: deceased reported was completed ship: white box / return: 1 pump. Complaints text (B)(6) 2019 10:14:05 mattec3 edited pump warranty to reflect date of passing as end date. (B)(6) 2018 complaints text (B)(6) 2019 15:16:19 erp_rfc_user related svn (B)(4) complaints text (B)(6) 2019 15:15:57 huletk2 tracking number: (B)(4). Service: (B)(4) next day air label delivery method: print and mail return label bill return shipping charges to: shipper's (B)(4) account. Complaints text (B)(6) 2019 15:04:52 huletk2 1st contact attempt: successful was able to make contact with cust wife, (B)(6). Ceasing all marketing comms, updating patient notes. I marked the account inactive/deceased. ((B)(6)) from the medtronic (pfs) department was notified of the customer passing by (deceased patient¿s wife, (B)(6)). E-mail: good afternoon team, I wanted to reach out, a patient¿s wife called in and was discussing the return of her husbands supplies as he passed away. End e-mail. ((B)(6)) from the medtronic (pfs) department was notified of the customer passing by (deceased patient¿s wife, (B)(6)). E-mail: good afternoon team, I wanted to reach out, a patient¿s wife called in and was discussing the return of her husbands supplies as he passed away. End e-mail. (B)(6) 2019 18:00:23 pst batch user (batch) phone: (B)(6). RMA: (B)(4). Tracking: (B)(4).